Event description:
It was reported that the patient was admitted to the hospital and was having an increase in seizures. The patient's sister and guardian reported that the hospital failed to give the patient seizure medications for two days and that is why the patient is having increased seizures. It was reported that device diagnostics were within normal limits (2516 ohms). It is unknown if whether or not the increase in seizures is an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.